Manufacturer narrative:
Concomitant medical products: 900sfc26 heart ring implanted: (B)(6) 2017, 310c25 tissue valve implanted: (B)(6) 2017 and 305c221 tissue valve implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the source of the infection was vegetation on the leads. Antibiotics were taken and blood culture were found to be positive for staphylococcus aureus. No further patient complications have been reported as a result of this event.